Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes buttons of insulin pump had to press multiple times to respond. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had motor failure, it was disconnected and changed insulin pump site. Customer stated that the insulin pump received unexplained no delivery alarms and it was failed to notify of low reservoir. Customer also stated that the insulin pump might not have been delivering insulin because customer had erratic blood glucose level changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. No audio or beep anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, motor error alarm or low reservoir alarm noted during testing. The motor was tested outside the device and passed.